Manufacturer narrative:
The battery was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the battery may have overheated. There was no pt involvement. There were no adverse consequences reported as a result of this event.